Event description:
New information received noted that the patient was in stable condition.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing episodes. No intervention was performed. The patient's condition was unknown.